Manufacturer narrative:
Other text: additional information: information was received on (B)(6) 2022 indicating that the event occurred during testing. Device evaluation: one smiths medical medfusion pump was returned for analysis in a good condition. Event log history was performed and indicated that motor rate error (mre) was recorded in history. During analysis, the reported issue was able to be duplicated, found mre at start of occlusion test. Service cleaned off u29 sensor on main board, also cleaned off worm coupling tip. Performed power up process, preventive maintenance, occlusion test and all functional tests which passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited motor rate error. No adverse effects were reported.